Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced fluctuating blood glucose levels over the past week, with episodes of going low followed by difficulty correcting, either not rising enough before dropping again or increasing rapidly to high levels. The patient requested a review of their device reports, and upon review, the device appeared to be functioning as expected. The patient acknowledged making some double meal announcements and noted that they were on vacation, which had disrupted their usual routine and tracking of meals. The agent explained that stress associated with travel, along with changes in food and environment, could contribute to irregular glucose patterns. At the time of the call, the patient¿s glucose level was 279 mg/dl. The patient confirmed that glucose levels were affected, remaining outside the 70¿180 mg/dl range for a little over an hour. No backup therapy was used, no ketone testing was performed, and no professional medical intervention or additional assistance was required. The patient reported no immediate health effects and did not suspend insulin delivery. Based on the device reports, the system had begun dosing at a slightly elevated rate to bring the patient back into range. The patient was advised to continue monitoring glucose levels over the next few hours and to call back if overcorrection occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.